Manufacturer narrative:
The bur subject to this complaint was not returned for eval. Details of product lot no. Were not provided. It was not possible to determine the root cause for the alleged breakage.

Event description:
It was reported that the bur broke during a surgical procedure. It was also reported that the part was left embedded in the bone. No adverse consequences were reported.